Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to high blood glucose over 600 mg/dl. Symptoms were dizzy, very tired, excessive urination, and lack of memory. Customer had changed the settings in the end of october. Customer was treated with an IV drip and shots of lantus and humalog. Customer stated the presumed cause was the device was not working. The drive support cap appeared to be normal. No air bubbles or leaks noted. Settings were correct. Customer did not have tubing clamp to perform high pressure test. Cannula was not bent or site was not occluded. Customer was advised to do a complete set change. Customer's current blood glucose was 498 mg/dl. No further information reported.